Event description:
Arjohuntleigh received a complaint where it was indicated that stitching inside of the yellow loop were loose - "stitching pulling loose". No injuries were reported as a consequence of the event. The issue was detected by inspection prior to use - "this was inspected by customer before use." MFR - 9681684-2014-00039.